Event description:
It was reported via the customer that a drill bit broke.

Manufacturer narrative:
The device subject to this MDR has not been returned for investigation. Part number and lot number info has not been provided to permit further investigation.